Manufacturer narrative:
Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2020-00086 reference (B)(4).

Event description:
It was reported that the hex of the rod seemed to strip when using two different rod wrenches. The wrench continued to spin when trying to rotate the rod. A second rod was cut and used, which worked successfully. The malfunction resulted in a delay of surgery greater than 30-minutes. No other adverse consequences to the patient were reported.